Event description:
It was reported that the patient complained of a painful hip. Acetabular cup removed. Patient was revised.

Manufacturer narrative:
Device not returned due to hospital policy. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.